Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms and multiple cartridge change error messages occurred. The user's blood glucose (bg) level was in the high 200's (mg/dl). The user addressed bg level with a bolus via the pump. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
Cartridge change error codes: (B)(4).